Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient fell and it stopped working. The patient couldn't remember exactly when this occurred, but they thought that it possibly occurred in late 2015. The patient reported that they were in constant pain in the right buttock down to the foot like a hot poker. No further complications are anticipated.

Manufacturer narrative:
Concomitant products: product ID: 3487a, *unkser, implanted: (B)(6) 1994, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The patient reported that the device in his back wasn¿t working and he thought there was a broken ¿wire.¿ the patient reported that it quit working all together then later in the call the patient reported that the patient programmer was working. The patient reported that when the device was working it provided him a lot of relief. There were not falls or traumas that could be related to this issue. The patient did not have his pp with him at the time of the call so no troubleshooting could be done. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's health care provider reporting that the patient is having trouble with their device and is supposed to have a consult with the va doctors but they want the patient to have the device interrogated first. The patient stated that the battery needs to be replaced. The patient had 3 previous devices that died due to normal battery depletion. No further patient complications have been reported as a result of this event.